Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported from colombia that during service and evaluation, it was determined that the air reamer device motor power was too low. It was further determined that the device failed pretest for status of development, general condition, free movement, excessive noise, air leak, power with test stand (minimum 190 watt to 260 watt) and starting behavior at 2 bar. It was noted in the service order that the motor power was low, seized, and heavy moving while in use with an air oscillator device. This event did not occur during surgery.there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.